Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -11.00 diopter was stuck in cartridge or injection system. There was patient contact with no patient injury. A replacement lens was implanted within the same surgery and the problem resolved.